Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total hip replacement on an unknown date and topical skin adhesive was used. Three-weeks post-op to the procedure that the patient is experiencing redness and dermatitis. Treatment: removal of adhesive, 5 day medrol dose pak. Status: recovered. Patient is currently doing fine. Additional information has been requested.